Event description:
Thhe stent was placed and the balloon inflated to 13 atm's. The balloon ruptured which resulted in vessel rupture. The pt developed tamponade. Attempts to resuscitate pt was unsuccessful and pt subsequently expired.